Manufacturer narrative:
Based on the information provided, our investigation was limited. If further information is obtained, an updated report will be submitted. The device was not returned for analysis. A review of the device history record indicated that this valve met all manufacturing specifications for product released to distribution.

Event description:
Edwards received information that this bioprosthetic valve was explanted after an implant duration of 5.57 months due to unknown reasons. The explanted device was replaced with a model 3300tfx size 27mm. The device was not returned and no additional details have been provided.